Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon inspection, engineering observed that the blade remained in the extended position in the jaws and the handles had separated slightly. Engineering attempted to activate the device trigger and observed that the blade had become disconnected from the blade link. Engineering was able to re-connect the blade to the blade link and thereafter they noted normal cutting function. The root cause of the event is due to component separation. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed unknown- after 10 minutes the device wouldn't cut anymore. To finish the procedure the device has been replaced by another one with a different lot number and everything went fine. Additional information received from sales rep on 24 march 2017: standard tissue, section of the parameter during a vaginal hysterectomy. He experienced a small resistance when he tried to activate the blade. There was no separation but he noticed that the handle didn't seemed to be well in the axis, even to launch a fusion cycle he told me that he had to be careful to be able to make the contact between the two parts. Type of intervention: na. Patient status: no patient injury or illness occurred associated with the complaint event.